Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles, a curved opening, partial delamination of suture tap. A leak test was performed and found one opening. A microscopic analysis of the returned device identified: a curved sharp opening on posterior side assessed as an unidentified (tear) opening(a dimension measurement in the shell was performed which identified the thickness was within specification) and partial delamination of suture tap assessed as adhesive failure. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening.

Event description:
Healthcare professional reported right side tissue expander, "ruptured after chemoport maintenance." Expander was implanted for 7 months. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope. Follow the recommended fill volume on the product data sheet; do not overfill or underfill the implant. One hundred and thirty-three tissue expanders are temporary devices, and are not to be used for permanent implantation or beyond 6 months. Tissue expanders should be removed once adequate tissue has developed. Tissue expansion in breast reconstruction typically requires four to six months. The total expansion period will vary depending on patient tolerance, tissue tolerance, and desired tissue expansion.

Event description:
Healthcare professional reported right side tissue expander, "ruptured after chemoport maintenance." Expander was implanted for 7 months. Device has been explanted.